Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime/fill anomaly or pump error 37 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a drive count/time values or changes incorrect for moving or coasting; too slow or too fast. The customer's blood glucose value was 350 mg/dl at the time of the incident. The customer mentioned that one of the reservoirs was cracked and the insulin may have gotten into the motor. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer stated that they were able to clear the alarm but were not able to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.